Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of constipation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the patient wanted their neurostimulator device removed due to lack of efficacy. The patient saw their physicians and had an x-ray performed. The x-ray showed that they were constipated and needed to cleanse themself. The patient felt that the constipation was due to the device. The patient chose to explant their device. There were no known device issues and no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient wanted their neurostimulator device removed due to lack of efficacy. The patient saw their physicians and had an x-ray performed. The x-ray showed that they were constipated and needed to cleanse themselves. The patient felt that the constipation was due to the device. The patient chose to explant their device. There were no known device issues and no additional patient complications.